Event description:
It was reported that the pump battery could not be charged. Customer's blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Reportedly, customer used a new tandem pump to address bg and resumed insulin therapy.